Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: the down arrow was under responsive and did not click or spring back. The keypad cover was removed to find the down arrow button contact was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the down arrow keypad was under responsive. This report is made based on results of investigation completed on 16-jul-2018.